Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a loss of connection and a hypoglycemic event occurred. Date of issue and intervention is an approximation. The patient stated their cgm did not alarm for a hypoglycemic event. They stated at approximately 3:00-4:00 am, her husband heard her moaning and her skin was cool to the touch. He took her blood glucose and it was in the 20s mg/dl. Glucagon was administered; however, she remained hypoglycemic and emergency medical services (ems) was called. The patient¿s blood glucose per ems was in the 20s mg/dl, intravenous (IV) therapy was started and dextrose 50 was administered. Her blood glucose returned to normal (value not provided) and she declined transportation to the hospital. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.